Manufacturer narrative:
The pt expired four days post-device exchange. The hospital did not believe that the pt death was related to the manufacturer's device. The manufacturer was unable to conduct an investigation of the explanted device as it was discarded by the hospital at the time of the device exchange. A review of the device history record revealed the device met all applicable specifications. Two vent filter samples submitted to the manufacturer for analysis in february 2010 and march 2010 were normal. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the senior perfusionist that the hospital exchanged the lvad due to the pump end of life.